Event description:
During procedure (excision of right breast mass), cautery used to control bleeders. As surgeon leaned in close to pt, gauze ignited and caught fire. Surgeon's front gown burned and melted. No injury to pt or staff noted. No device malfunction noted.